Event description:
Reporter states that family members were transferring the shell from the mobility base to the feeder base with the pt in it, when the shell handle fell off causing the shell to fall to the ground with the pt. The doctors noticed that the child had fractures in the back, but were unsure of what caused the fractures.